Event description:
It was reported by emergeny support that gas loss alarm occurred on a cardiosave intra-aortic balloon pump (iabp) during patient therapy. The alarm occurred while the patient was undergoing an emergency bedside procedure unrelated to the iabp. The patient was tachycardic, mechanically ventilated with a peep (positive end-expiratory pressure) of 5 cmh2o, and had recently been repositioned. No blood, discoloration, loose connections, or tubing kinks were identified. Education was provided regarding patient-related factors that may contribute to a gas loss alarm, and appropriate troubleshooting, including use of the iab fill and start functions to resume therapy, was reviewed with the bedside team.

Manufacturer narrative:
Event site name: (B)(6).gas loss in iab circuit:a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit, a gas loss alarm is triggered. The alarm activates only when the iab inflation period is greater than or equal to 80 msec and the deflation period is greater than or equal to 250 msec.causes of gas loss in iab circuit.1. Patient condition such as febrile or tachycardic.the cardiosave instructions for use (IFU) outline specific patient conditions under which the pump should not be used. These contraindications include:severe aortic valve insufficiency.presence of an abdominal or aortic aneurysm.advanced calcific disease of the aorta iliac region or significant peripheral vascular disease.for patients with severe obesity, groin scarring, or other conditions that make percutaneous insertion difficult, introducing the intra aortic balloon (iab) catheter without an introducer sheath is not advised.for this alarm, if none of these conditions are confirmed and there are no leaks in the iab, iabp issues, loose catheter connections, catheter occlusions or restrictions, and it is confirmed that the patient is experiencing conditions such as febrile or tachycardic, the alarms can be mitigated by performing a manual iab fill.iab fill key:the fill key is a pump function. When pressed for 2 seconds, it will initiate an autofill process. This function will purge and replace the shuttle gas, consisting of the iab and extension catheter, with pure helium and re calibrate the fiber optic iab, if appropriate. This function is used in conjunction with the gas gain in iab circuit and gas loss in iab circuit alarms to restore pump functionality.risk and labeling:failure mode, not pressing fill key, documented in ufmea.IFU provides troubleshooting steps for gas gain and gas loss alarms.complaint handling, DHR review required when: